Manufacturer narrative:
The otv-s190 was returned for evaluation. A visual inspection was performed on the received device and found the contact pins of dvi out connector appeared to be crushed/damaged. There was lint accumulated inside the front connector. The processor was then connected to the test monitor oev-261h, and checked with a test otv-s7h camera head series. The customer complaint was confirmed as no image was displayed and only color bars were observed on the monitor screen. However, there was no spark when the unit was powered on /off during inspection. Further troubleshooting was performed, and the cause of no image issue has been isolated to the upos19ap1c and upos19cm1n printer circuit boards. Based on the evaluation findings, the physical damage of dvi out connector is due to mishandling. Also, the power outage and spark that the customer experienced could have damaged or shorted to the ap and cm boards causing 'no image' problem.

Event description:
The service center was informed that during a laparoscopic procedure, a power outage occurred and the customer lost the image on the video system center, only displayed color bars. It was reported that customer has been having issues with their power and thought they saw a spark at the wall. The procedure was able to be completed using an alternate tower. There was no patient injury reported.